Event description:
Set screw fell out of mics handle causing the handle to fall off. Tka case delayed for 5 minutes.

Manufacturer narrative:
Reported event: the screw in the handpiece handle was loose/fell out. Product history review: device history records indicate (B)(4) devices were manufactured under lot k09zr and (B)(4) including 4202549 were accepted into final stock on 8/22/2017. A review of (B)(4) shows that the issues are not related to the failure alleged in this complaint. Complaint history review: a review of complaints related to parts in lot number k09zr, p/n 209063 shows no other complaint related to the failure in this investigation. Visual inspection: visual inspection revealed no physical damage of unit. The screw was outside of the unit. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Material analysis: material analysis was not completed because the failure was functional. Functional inspection the handpiece motor and electronics function as intended. Conclusion: the screw holds the handle in place. If the screw backs out then the handle can fall. Nc/CAPA history review a review of stryker¿s nc/CAPA database indicated that (B)(4) and CAPA (B)(4) are associated with the failure mode reported in this event. Trend #(B)(4)

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Set screw fell out of mics handle causing the handle to fall off. Tka case delayed for 5 minutes.